Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and is being reviewed. The unit passed 72.6 hours of extended testing. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator is not giving breaths in nppv (noninvasive positive-pressure ventilation) mode. The issue occurred during patient-use and the device was replaced with another ventilator. The patient was given ativan intravenously. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated. The unit passed the initial final test and the initial alarm volume test. It passed all bench testing. The factory service does not test for nppv (noninvasive positive pressure ventilation) mode and does not have masks available to duplicate the customer's setup. A possible root cause is the customer's mask or patient circuit.